Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had bright red stools. The patient had labs drawn as an outpatient. The patient's hemoglobin and hematocrit was 8.7 and 27.3 which was reduced from prior labs which had hemoglobin of 12. The patient's international normalized ratio (inr) was 2.1. The patient was admitted and had a gi (gastrointestinal) evaluation. It was noted that the patient had a known internal hemorrhoids as well as diverticulosis. There was no active bleeding upon admission. The patient's vad parameters were within normal limits as well as their inr and mean arterial pressure (map). It was decided that since there was no further bleeding there would be no diagnostic testing done. The patient was discharged and would be followed in the vad clinic. No changes to the patient's medications or vad settings. The patient was discharged on (B)(6) 2021 in stable condition. No additional information was provided.